Event description:
It was reported that during a tympanomastoid surgical procedure, it was observed that the motor device was ¿getting hot¿. According to the report, prior to surgery, a ¿spur¿ was observed where the drill-attachment connection is made (inside the connecting section of the drill). The reporter stated that the ¿spur¿ was cleaned. After about five minutes of use, the ¿drill got so hot that the surgeon could not hold it¿. There were no burns to the surgeon. However, it was reported that the surgeon could not hold the drill. There were no injuries or medical interventions to the patient. The surgery was delayed by an unknown amount of time, as the surgeon had to complete the surgery manually because there was no spare device available. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device met all operational specifications. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.